Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable pulse generator (ipg) could not be interrogated with multiple programmers. No patient complications have been reported as a result of this event.